Event description:
The device was returned and its evaluation has been completed. The device was returned bloodied and the stent graft was deployed during the procedure. Upon inspection of the device, the thumbwheel was at its starting position, next to the rear handle. The spindle was fully seated within the tapered tip sleeve. The external slider was 9mm from the front grip, resulting in an 11 mm gap between the tapered tip and graft cover. There were several small kinks in the graft cover located 48 mm, 112 mm, 160 mm and 245 mm from the distal edge of the graft cover. The tapered tip was slightly curved. No obvious damage was observed on any of the components. The external slider was returned to its starting position next to the front grip, which reduced the gap between the tapered tip and graft cover to approximately 2 mm. The external slider was then brought back approximately 5 cm to completely expose the capture mechanism. The tapered tip sleeve and spindle were then inspected under a microscope, which revealed no anomalies or damage. The tapered tip sleeve was advanced using the thumbwheel without issue and functioned as intended. The tapered tip sleeve and spindle were inspected again under the microscope, which confirmed no damage to either part. The delivery system was then taken apart to reveal the inner components. All internal components were located in the correct places and there were no broken bonds or components; the internal components were unremarkable and functioned as intended. The tapered tip lumen was cut just proximal to the sleeve to allow for inspection of the ID of the sleeve microscopically and no damage was observed. The complaint could not be confirmed since the event occurred in-vivo. The root cause of premature suprarenal stent release could not be determined during analysis; all components functioned as intended and no damage was observed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (inaccurate stent graft delivery, arterial occlusion). Lack of information (unknown cause of stent graft deploying prematurely). Evaluation conclusion: known inherent risk of procedure (inaccurate stent graft delivery, arterial occlusion). Lack of information (unknown cause of stent graft deploying prematurely).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 10 - 11 mm in length and it was not angulated. The delivery system was inserted and advanced to the intended location without complication. The physician wanted to deploy three stent rings first and positioned the stent graft below the renal arteries before releasing the supra renal stents. It was reported that four stent rings were deployed and something in the delivery system popped. The physician noted that the supra renal stents prematurely self-deployed. The physician checked the thumb wheel and confirmed that it was in the distal most position indicating that the supra renal stents were not released. It is unknown what caused the supra renal stents to prematurely deploy. This resulted in the lower left renal artery to get covered by the stent graft. The physician was able to cannulate the renal artery and placed a stent in it. No additional clinical sequelae were reported and the patient is fine.